Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting 02 low flow and fluid delivery line (fdl) open. Normothermia patient temperature (pt) was 37c, targeted temperature (tt) was 36c, water temperature (wt) was 6.9c. Walked through stop therapy, disconnect and reconnect. Verified fluid delivery line (fdl)secure and in lock position. Restarted therapy and device stopped at 0 l/m. Disconnected pads and placed in manual control at 5c. System diagnostics with no pads, outlet monitor temperature (t1) was 6.3c, outlet control temperature (t2) was 6.4c, inlet temperature (t3) was7.3c, chiller temperature (t4) was 3.8c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was-7psi, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 74 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 2836.9 and pump hours were 2591.3. Reconnected pads while in manual control flow rate (fr) was 1.8 l/m, inlet pressure (ip) was -2.1, psi circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 43 percentage. Had stop therapy, empty and disconnect pads. Disabled manual control and advised to swap out pads. Call back if additional assistance is needed once they set up new pads.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting 02 low flow and fluid delivery line (fdl) open. Normothermia patient temperature (pt) was 37c, targeted temperature (tt) was 36c, water temperature (wt) was 6.9c. Walked through stop therapy, disconnect and reconnect. Verified fluid delivery line (fdl)secure and in lock position. Restarted therapy and device stopped at 0 l/m. Disconnected pads and placed in manual control at 5c. System diagnostics with no pads, outlet monitor temperature (t1) was 6.3c, outlet control temperature (t2) was 6.4c, inlet temperature (t3) was7.3c, chiller temperature (t4) was 3.8c, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was-7psi, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 74 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 2836.9 and pump hours were 2591.3. Reconnected pads while in manual control flow rate (fr) was 1.8 l/m, inlet pressure (ip) was -2.1, psi circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 43 percentage. Had stop therapy, empty and disconnect pads. Disabled manual control and advised to swap out pads. Call back if additional assistance is needed once they set up new pads.